Event description:
Additional information stated, the cause of the event was ¿unknown.¿ the patient¿s physician reported that on 2013 (B)(6), he ¿turned on¿ the patient¿s stimulator and it ¿worked.¿ it was noted that no surgical intervention was required and the patient did not require hospitalization due to the event. It was additionally noted the ¿patient recovered without sequelae.¿

Event description:
It was reported that the implantable neurostimulator (ins) "turned itself off for no reason." It was noted that it occurred a "couple weeks" prior to the report. The patient reportedly met with the healthcare provider (hcp) to get device checked out and it was determined that the left implant was "ok." It was noted that the ins turned off without the programmer. Additional information was requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v143392, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v143392, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).